Manufacturer narrative:
Continuation of d11: product ID 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the replacement recharger didn't improve the recharge time. Recharge diaries were reviewed and determined this was within normal recharge times with most fair or good coupling. The pocket was assessed and the ins was superficial near the incision but slightly deeper at the bottom of the ins. It was also reported that the antenna gets warm during recharging. The recharge speed was set to 4. The patient didn't keep the screen active during recharge time. The rep noted that electrodes 10 and 11 were shorted at 20 ohms, but wasn't currently programmed. The active electrodes were 9+ and 11-. Additional information was received from the patient on 2020-11-12. The patient reported that the circumstances that led to it taking longer to charge was the impedance on the device was using. The settings were changed to use different sensors. The patient reported that it took 1.5 hours to charge and it didn't beep when it was done. The second time it took one hour and twenty minutes, only got to 60%, had to recharge the battery 40 minutes to finish 60-100%. The patient needed to schedule another appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported it was taking longer than normal to charge the ins. They know they have the recharger telemetry module (rtm) positioned right over the implant as they can feel the implant, and yet they constantly get the 'reposition antenna, poor recharge quality' message. Even with excellent recharge quality and on the fastest charging speed it still took hours to charge the ins. There was no visible damage to the rtm and the controller worked fine without the rtm. A replacement rtm was sent to the patient. No impact to the patient or their symptoms were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient received the replacement recharger telemetry module (rtm) however it did not resolve the issue, it was still taking them a long time to charge the ins on charging speed 4. They spent 2 hours charging from 20% to 80%, then they had to charge the controller, and then charge the last 20%. They were not getting any error messages and have not changed settings, and confirmed they were charging with excellent charge quality. The patient was redirected to their healthcare provider (hcp) to have their system checked out. No impact to the patient or their symptoms were reported.